Event description:
It was reported a pt had an allergic reaction and the customer is unaware if the integra product is the source. The physician needed to know if 2-hydroxyethylmethacrylate is used with the coral ii system. The physician was informed by integra staff that the polymer of concern is not found in integra metallic products. A physician office visit record was faxed to integra. The device remains implanted. Summary of office visit record from date of service (B)(4) 2015: the pt presented to the office for a consultation on referral from another physician. Four years ago, the pt had surgery done to his low back which stabilized the lumbosacral spine at the l5-s1 interface. In the course of time, the pt has developed dermatologic problems that have been going on now for many months. He has developed a pyogenic granulomatous lesion scattered over his body along with what appears to be a contact dermatitis. He has been tested by the allergist with skin tests. The only thing he reacted to was 2 hydroxyethyl-methacrylate. The nurse practitioner evaluating the pt placed a phone call to the MFR of the prosthetics to determine whether or not the identifier material was on the prosthesis implanted in the pt.

Manufacturer narrative:
The device will not be returned since it remains implanted. Based on reported info, integra has initiated an investigation.